Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. Lead amplitude and polarity were adjusted and the lead remained in use. The patient presented again shortly thereafter with stimulation of the phrenic nerve and the decision was made to reposition the lead. Prior to the lead revision, it was discovered that the lead had dislodged due to twiddler¿s syndrome and the lead was not capturing. It was then decided to explant and replace the lead. The patient is a participant in the post approval clinical surveillance product surveillance registry and adapt response clinical studies. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.